Event description:
Margetis, k., papageorgiou, g., gatzonis, s., politis, k., siatouni, a., sakas, d. Intrathecal baclofen improves psychiatric symptoms in spasticity patients. Journal of clinical psychopharmacology. 2014. 34. Summary/reported event: this report refers to (B)(6) male patient (patient 11) with cerebral palsy of affected four limbs. Pre modified ashworth (ma) spasticity scale was reported as 1 and pre barry-albright (ba) scale as 23. Patient received baclofen (unknown manufacturer) programmable flow for psychiatric symptom of spasticity at a dose of 200 ug/ 24 hours through intrathecal. On an unknown date, patient experienced wound dehiscence, catheter fracture (2 reoperations). Post modified ashworth (ma) spasticity scale was reported as 0 and post barry-albright (ba) scale was 12. The authors concluded that these results suggest that spasticity patients with psychological distress symptoms should not be deprived of the itb option and highlight the need for further investigation of the role of itb on psychiatric spectrum disorders.

Manufacturer narrative:
The reported date reflects the date that the article was accepted for publication. It was not possible to match this event with any previously reported event. Product ID neu_unknown_cath, lot# unknown; product type catheter. (B)(4).